Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The device was evaluated upon receipt. Flow meter was found to be faulty. Flow meter was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that starts the boot up sequence showing loading screen 1,2 then 3 but never goes to the therapy selection screen after and instead it beeps and displays a system failed to start alarm. Per additional information updated from ttm on 09may2025, biomed stated that the arctic sun stat was stuck in the screen with number three after turning on device. It was frozen but steadily beeping. Per additional information updated from wo on 09may2025, the device was coming in for repair. Per sample evaluation results received via task on 17jul2025, it was reported that the flow meter being faulty found in wo-(B)(4).